Event description:
Very calcified lesion. Balloon was inflated to 18 atm (rated burst pressure for device is 14atm). When balloon burst, it hung up on the calcified lesion and when the physician pulled the balloon back, there was only one marker present. The physician was able to see the other marker was still in the pt. When the balloon was removed, it was noted as severely damaged due to the manipulation of retrieving the ruptured balloon/marker band. It was not known how the balloon fore due to the severe damage of the removal of the balloon. The marker-band was tacked up to the vessel with an unidentified stent.